Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes. On an unk date, a catheter fracture was noticed at the connection of the catheter and the suture wing. The PICC line was replaced.